Manufacturer narrative:
Tac (technical assistance center) support engineer conferenced with the customer olympus sales support specialist representative and was advised customer to return the device for evaluation. To date, the subject device has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device oer-elite gave an error. Error was unknown. Customer opened the lid and found the device maj-2110 was cracked at the connection to the oer-elite. The issue occurred during reprocessing. There was no patient involvement associated on this event reported. No user injury was reported.